Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. It was found, as per the complaint description that one screw/nut assembly of the trigger component which is the hinge point of that component was not in place. This prevents the user from activating the trigger as per design intent. The device has many scratch marks which indicate a high usage. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw dropped out of the instrument before the surgeon used it- no patient impact - used the spare instrument. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the additional evaluation found that the screw which is used as hinge of the handle was separated from the instrument when received. The counter part of the screw was not send back which makes a final conclusion impossible. Visual examination noted that at the screw, there still is some residue of the screw securing adhesive, which indicates that the screw was secured as required after manufacturing. The exact cause of this occurrence cannot be defined. There is some stress marks visible on the surface of the screw shaft, which could be an indication that possibly wear and tear, could have contributed to the screw loosening. The actual cause of the occurrence could not be determined.